Event description:
It was reported the patient was having problems with error codes on the personal therapy manager (ptm). It was noted the patient had a pain pump implanted. The reporter stated thought the patient was not getting their medication. It was noted the patient just switched follow up healthcare professionals (hcp). The reporter stated they felt there was a programming error because this was the first time the patient had been programmed with the new hcp. The reporter further stated the patient had their pump refilled and reprogrammed yesterday. It was noted the patient attempted a bolus yesterday at 4 pm and the ptm told the patient to wait 1.5 hours. It was further noted the patient tried later at 9 pm and that was the first time they saw error code 8503 on the ptm. It was noted the patient got a 8503 physician bolus in progress message on the ptm. The reporter stated a bolus was supposed to last for 10 to 20 minutes. The reporter further stated they felt the hcp did not program the patient correctly and the hcp was ¿fumbling around with everything¿ at the refill yesterday. The pump contained morphine. Additional information received reported that a bridge bolus was incorrectly performed. It was noted the hcp entered the wrong old drug desired dose. The reporter stated the hcp updated the pump three times and they had three different session data reports from yesterday. The reporter further stated that the old drug desired dose was entered as 0.722 mg. It was noted the patient was at their hcp¿s office with withdrawal after the bridge bolus was performed incorrectly. Additional information was requested, but was not available as of the date of this report.

Event description:
It was reported that the device manufacturer representative had an incorrectly programmed bridge bolus and an incorrect daily dose change with another case with a health care provider (hcp) the week prior to this report date.

Manufacturer narrative:
Additional review of the event determined it had also been reported in manufacturer report #3007566237-2014-01174. Any additional information received regarding the event will be submitted under this manufacturer report number.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8835, serial# unknown, product type: programmer, patient. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had chills and nausea. The cause of the even was that "they" entered erroneous concentration info. The symptoms resolved in 24 hours, the patient was doing well and has not experienced any issues.